Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Loqi study notification reported a 61-year-old male post cardiac artery bypass grafting surgery with an impella cp in place endured multiple episodes of ventricular tachycardia (vt). The device was removed and reinserted but the vt continued and required multiple cardioversions.

Manufacturer narrative:
The investigation into the ventricular tachycardia issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. During case stat, data log recorded the improper position of the pump in ventricle followed by several suction for the remaining case run. The cause of the ventricular tachycardia issue was use related since pump position was compromised from beginning of the case start.